Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: synergy ii us mr 3.00 x 38mm stent delivery system was returned for analysis. The device was returned tracked over a guide wire, inside a guide catheter and a guidezilla. The analyst cut the proximal hypotube to remove the device from the guide catheter. The stent was severely damaged and moved distally on the balloon due to interaction with the guide catheter. The manufacturing crimp data was reviewed and there were no anomalies noted. The maximum stent profile was within max crimped stent profile measurement. The balloon had not been subjected to any significant positive pressure. The proximal hypotube was cut to remove the device from the guide catheter. An examination of the shaft polymer extrusion identified severe damage to the extrusion 175mm proximal from proximal markerband. As a result of this damage it was not possible to remove the guide wire from the device. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x38mm synergy ii stent advanced through a guidezilla extension catheter to treat the lesion. However, resistance was encountered with the guidezilla and the stent was noted to be deformed. Both devices were removed together from the patient's body and the procedure was completed with another stent and guidezilla. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred.. The target lesion was located in the left anterior descending artery. A 3.00x38mm synergy ii stent advanced through a guidezilla extension catheter to treat the lesion. However, resistance was encountered with the guidezilla and the stent was noted to be deformed. Both devices were removed together from the patient's body and the procedure was completed with another stent and guidezilla. No patient complications were reported.